Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 383556 and lot number 4323761. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 20 ga x 1.00in sp with maxzero leaked. It was reported by customer that rn was placing a 20g IV on a patient and the hub of the catheter near the insertion site was leaking and appeared to have a defective part of plastic. Verbatim: "IV catheter failure. Rn was placing a 20g IV on a patient and the hub of the catheter near the insertion site was leaking and appeared to have a defective part of plastic. The IV was patent but blood was coming from this area so the IV had to be pulled and the patient had to be stuck again and the patient was not an easy stick."